Event description:
The patient's g-tube extension broke off into the g-tube for the 4th time in a month, all requiring interventional radiology replacement. The family states the extension tubing has changed and is more fragile now leading to multiple unnecessary visits.